Manufacturer narrative:
Reviewed the lot folder for d705010 and all required paperwork was present and complete. All in-process inspections were fully documented for the lot of 30 stabilizers. Stabilizers undergo a 100% packaging inspection which includes 8 different inspection points related to the feet on each unit. During the inspection, it is verified that the o-rings are present as the o-rings are used to secure the feet to the device. There is also a 100% post-sterile inspection and a 100% visual pre-shipment inspection in place to look for this defect. All 3 inspections took place and are recorded. The probable cause of this defect based upon 2 prior investigations, is that the o-ring sustained a minor stress during the assembly process which was not visible during the inspections. The o-rings likely broke in transit allowing the feet to become dislodged. The incidence rate for this failure type, specifically after the device has been through the 100% inspections is very low but possible. This potential failure mode is already identified in the fmea and is known to the assemblers. This is the 10th complaint of a split o-ring since the 2008 investigation and the 2nd since the 2016 investigation. We will continue to monitor for further occurrence.

Event description:
As reported - "two of the stabilizers were missing the foot pad." This occurred prior to use and another stabilizer was used without harm to the patient. Chase medical was notified of the complaint on 02/08/2018 by customer, (B)(6). Per the email, this occurred at (B)(6) hospital. The devices were not returned for evaluation.

Manufacturer narrative:
1 of the 2 devices in question was returned to chase medical on (B)(6) 2018. The device was in the original shipper box and was not in a biohazard bag. Inspection of the device revealed the device was unused and not contaminated. Both feet were attached and the o-rings were intact with no damage. The device was mounted on a retractor and functional evaluation revealed the device functioned perfectly as expected. Chase medical did not find any defect in the unit that was returned.